Event description:
The nurse had seen a motor stall at some point in her career. The details of the event including the patient and drug information, causality, intervention and final outcome were not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).